Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons) was confirmed. Upon evaluation, the rear response button cover was missing and the switch was contaminated. The cause of the intermittent response button is the contaminated switch. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons are intermittent.